Event description:
It was reported that a ax55b was used during a bowel procedure. It was reported by the affiliate that the surgeon was working in lower pelvis and surgeon stated that he pulled the white lever, then the black lever and felt on either side of the area to staple and then fired. No staples fired. More info to follow. 08/27/1998 additional info from affiliate. The surgeons advise that the product appeared to fire ok. The tactile feel was there. They had no problem of difficulty in closing the instrument. They did not notice any drivers visibly present or any staples starting to come out. They were performing a low anterior resection on a 88 year old male pt. The bowel was still intact, they telescoped the ax55b down toward the rectal stump, working about 3cm from the anal verge (tight area to be working in). The instrument was fired and from the staple line, they cut the bowel. Upon inserting the ios stapler, they realized the anterior staple line had opened. They had to hand sew the staple line and it was difficult to do in the tight area they had to work with. The staple line was not good, they found an air leak. As a result the pt had an extended hospital stay of two weeks. They also had to drain the pelvis of feces two times.